Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging throughout the procedure. During preparation of the steerable guide catheter (sgc), the fluid column would not hold. Therefore, the sgc was not used and was replaced. An xtw clip was inserted, but a septal hugger and the leaflets were unable to be grasped. The physician decided to remove the clip and discontinue the procedure. Tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.